Event description:
The hospital has 2 linacs. Following an unrelated problems with linac 1, the pts prescription was transferred to linac 2. After transfer, the prescription was compared with the first linac (this site does not a have dataserver) and at this point noticed a clc field shape attached to a regular field. The hospital has reported they believe the pt has received an underdose of treatment in the shielded area of 4gy. This underdose was delivered from one field from a 4 field pelvis (prostate) treatment over the course of 10 treatments. Subsequent treatment continued with the intended prescription. The hospital consultant has stated they would not be attempting to deliver the missing dose to the shielded area (region of underdose), as they are concerned at causing dose overlap to treated tissues. This is his clinical decision, although through the use of the mlc, the MFR feels it would be technically possible to calculate and accurately treat the sheilded area.